Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin continues to drip after motor stops during the manual prime process. The customer's blood glucose was unknown at the time of incident. The insulin pump did not deliver the right amount of insulin. The customer was unable to continue troubleshooting due to no infusion set available. The customer stated that they will call back to troubleshoot. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.